Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap, reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
On hold for denisse 09/03information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image¿on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.